Manufacturer narrative:
The field service representative performed troubleshooting on the architect c16000 processing module, serial number (B)(6) and found that all the results were in cuvette #297. The aero cuvette segment was replaced, which resolved the issue. A review of the (B)(6) module service history revealed no additional complaint tickets of falsely depressed sodium patient results after the current issue was identified. A review of tracking and trending of the architect c16000 did not identify an increase in complaint activity associated with the complaint issue. A review of tracking and trending for the aero cuvette segment did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module, serial number (B)(6) or the aero cuvette segment was identified.

Event description:
The customer observed falsely depressed sodium (na) results generated on the architect c16000 instrument. The following data was provided: sid (B)(6). Na initial result 105 mmol/l, rerun 140 and 141 mmol/l. Sid (B)(6). Na initial result 119 mmol/l, rerun 140 and 141 mmol/l. Sid (B)(6). Na initial result 120 mmol/l, rerun 139 and 139 mmol/l. Sid (B)(6). Na initial result 107 mmol/l, rerun 142 and 142 mmol/l. Normal ranges in this lab: na 136-145 mmol/l no impact to patient management was reported.

Event description:
The customer observed falsely depressed sodium (na) results generated on the architect c16000 instrument. The following data was provided: sid (B)(6). Na initial result 105 mmol/l, rerun 140 and 141 mmol/l. Sid (B)(4). Na initial result 119 mmol/l, rerun 140 and 141 mmol/l. Sid (B)(6) na initial result 120 mmol/l, rerun 139 and 139 mmol/l. Sid (B)(6). Na initial result 107 mmol/l, rerun 142 and 142 mmol/l. Normal ranges in this lab: na 136-145 mmol/l no impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 03l77 that has a similar product distributed in the us, list number 03l77, and 510k exempt. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier: sample ID's are (B)(6).